Manufacturer narrative:
Sorin group (B)(4) manufactures the cp5. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The device was replaced and will be returned to sorin group for eval. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the speed and flow were fluctuating during installation of the cp5. There was no pt involvement.